Manufacturer narrative:
The e801 module serial number was not provided. The customer did not provide any additional data or information for the investigation. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for elecsys estradiol iii (estradiol iii) cobas 8000 e 801 module. Discrepant results were provided for 1 patient sample. The initial result was 113 pg/ml. The repeat result was > 3000 pg/ml. The sample was repeated with a result of 112 pg/ml.